Event description:
It was reported that the patient was recently diagnosed with osteomyelitis and was currently on intravenous antibiotics. The patient inquired about the use of a hyperbaric oxygen chamber. This device system delivered morphine, klonopin and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4),implanted: (B)(6) 2010, product type: catheter. (B)(4).